Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. It is unknown whether the malfunction had any impact on the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.